Manufacturer narrative:
Further investigation was not able to determine a specific root cause. Additional information for further investigation was requested but was not provided. A general reagent issue was not evident. The possible root cause may be pre-analytics and sample quality.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that they had received a "high" elecsys hcg test system result that repeated "lower" for a patient sample on the cobas 6000 e 601 module. On (B)(6) 2017 the patient had an hcg result of 0.5 miu/ml. On (B)(6) 2017 the patient¿s initial hcg result was >10,000 miu/ml. The same sample was auto rerun by the e 601 module and the result was 142,000 miu/ml. The result was reported outside the laboratory and the physician questioned the result. On (B)(6) 2017 the same sample was repeated on the same e 601 module and the hcg result was <0.5 miu/ml. The repeat result was deemed to be correct. On (B)(6) 2017 a new sample was collected from the patient and the hcg result was <0.5 miu/ml. There was no adverse event. The hcg reagent lot number was 18912301 with an expiration date of 28-feb-2018. The field service engineer (fse) could not determine a root cause. The fse performed a performance check that passed. The fse checked the rinse baths and probe positioning during a mechanism check that passed.